Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for dystonia and movement disorders reported that they were getting poor coupling. A new ins was just implanted, so the patient was ¿messing with equipment¿ to learn how to charge. All of the bars were empty. It was noted that there were still bandages present. Their healthcare professional (hcp) had not given them the okay to start charging, but it was noted they were not told when to start, or if they were they didn¿t remember. It was stated the patient would be getting bandages removed in 4 days and stitches removed in 10 days. The patient has high settings and was concerned if the ins would last 10 days. A manufacturer representative (rep) reported that the ins was charged to full with the same ins recharger (insr) prior to implant with 8 bars, but the patient was having difficulty charging. They were getting no bars, but it showed that the ins was charging. Moving the antenna, turning the dial, and start/stopping charging did not resolve the issue. The ins was reportedly pretty superficial. A healthcare professional (hcp) later reported that they were able to interrogate the ins with a clinician programmer and the patient¿s programmer. No x-ray had been done to investigate whether the device had flipped. The rep reportedly had no spare recharger to try. The patient was seeing a normal recharging screen, but with no coupling bars. The ins was implanted in the correct position and was not deep. An antenna locate was performed and returned a value in the mid 50s. The patient¿s ins was 100% charged according to the programmer and insr showed 75% quartile. A replacement insr was sent. No medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported that the patient was still having coupling issues and was only getting 2 bars. Multiple rechargers were tried. The ins was not too deep. It was recommended that an x-ray be performed to check for a flipped ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient had a pocket revision surgery on (B)(6) 2017 to reverse the flipped ins. The rep reported that the ins was then able to charge perfectly. No further patient complications have been reported as a result of this event.